Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a j&j employee. Date of concomitant therapy is (B)(6) 2022. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device history lot: part # 04.038.285. Synthes lot #: 7765747. Supplier lot #: n/a. Release to warehouse date: 18 aug 2014. Manufactured by: (B)(4). No ncrs were generated during production.

Event description:
It was reported that on (B)(6) 2022 the patient had a post op fall and fractured femur distal to the tfna nail that was implanted. Surgeon removed tfna without incident in order to fix the new fracture. It is unknown if there was a surgical delay. Procedure and patient outcome were unknown. This report is for one (1) tfna helical blade 85mm. This is report 2 of 5 for complaint (B)(4).